Manufacturer narrative:
The reconstruction offset protocol (error 54) indicated the phantom was missing, requiring a different machine for the patient scan. Errors caused a lockup, so the capacitive link and tick fence were cleaned. The gantry was cleaned internally, and after powering up, daily calibrations and qa scans were successful. The phantom was scanned with the head protocol, and all tests passed. No harm to the patient or users.

Event description:
The reconstruction offset protocol (error 54) stated that the phantom was not present and the patient scan needed to be completed with a different machine.